Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had 4 urinary tract infections (utis) while waiting on supplies. Liberator medical supply has supplied patient with both bar50814g and roc50614 products. No additional information provided. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per follow up via phone on 14nov2022, it was reported that the patient had four urinary tract infections due to surgery that patient had. It was also stated that the patient does not believe the infections were due to the catheters, but more catheters are used due to the infections and patient stated that they are supplied with enough quantity of catheters. It was reported that customer was awaiting confirmation that they had a current urinary tract infection so they had not been prescribed antibiotics for the infection.

Event description:
It was reported that the patient had 4 urinary tract infections (utis) while waiting on supplies. Liberator medical supply has supplied patient with both bar50814g and roc50614 products. No additional information provided. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per follow up via phone on 14nov2022, it was reported that the patient had four urinary tract infections due to surgery that patient had. It was also stated that the patient does not believe the infections were due to the catheters, but more catheters are used due to the infections and patient stated that they are supplied with enough quantity of catheters. It was reported that customer was awaiting confirmation that they had a current urinary tract infection so they had not been prescribed antibiotics for the infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "patient sensitivity to materials, mechanical and / or chemical responses from the patient". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "review the self-catheterization procedure with a healthcare professional. 1. Always wash hands prior to use. 2. Open the catheter package by peeling the tab upwards with the aid of the finger hole. 3. If desired, hang the package with the adhesive surface on the inner side of the tab to a nearby dry vertical surface while preparing to catheterize. 4. Positioned comfortably with thighs spread apart, clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Remove the catheter with the aid of the insertion handle and advance the catheter tip into the urethra. Slowly and gently insert the catheter into the urethra until urine begins to flow approximately 1-1.5" or 2.5-3.8 cm). 6. When urine stops flowing, begin to withdraw the catheter. It is recommended to slowly rotate the catheter during withdrawal, stopping each time urine begins to flow. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal 7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. 8.wash hands. " h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.